Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report that the insulin pump alarmed button error. Customer's blood glucose reading was 161 mg/dl. No significant events leading to the alarm were observed. Troubleshooting was done. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
The up arrow button on the insulin pump has intermittent response due to corroded keypad traces. No button error alarms noted during testing. No numbers were noted ramping or scrolling bar moving anomaly noted. The device had minor scratches on the on the display window, cracked case at the display window corners, cracked reservoir tube lip, and cracked battery tube threads.